Event description:
It was reported that leads were removed on (B)(6) 2014 due to an infection. New leads were implanted. The case was implantation of leads only as the extensions and implantable neurostimulators (ins) had remained in the body with no change. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0bh43, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0bh43, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0bh43, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387s-40, lot# va0bh43, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0bh43, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0bh43, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The patient had not had meningitis. Signs and symptoms of the infection included redness, swelling and drainage. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and the result was p. Aureus. Treatment included intravenous antibiotics, oral antibiotics and total device system explant. The patient outcome was the infection had resolved.